Event description:
It was reported that during the procedure in the right coronary artery, a 2.5x12 trek dilatation catheter was advanced over a balance middleweight universal ii (bmw) guide wire to perform pre-dilatation. Sticking was felt during advancement and withdrawal of the device; however, pre-dilatation was performed successfully. During advancement of a 3.0 x 28 otw xience v stent system over the bmw guide wire, sticking was felt; therefore, the stent system was removed from the anatomy. During removal of the stent system, sticking was felt. The bmw was removed from the anatomy and exchanged for a new bmw universal ii guide wire of the same size. The same xience stent system was advanced on the guide wire. Sticking was felt; however, the stent was deployed successfully. After stent deployment, the stent system was removed from the guide wire and sticking was felt. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The otw trek dilatation catheter is being filed under a separate medwatch MFR number. Factors that may contribute to the inability to advance the stent delivery system (sds) over the guide wire or through a guiding catheter and cause resistance between the devices may include, but not limited to, device placement technique, inner diameter of guide wire lumen, outer diameter of the guide wire, inner diameter of guiding catheter, condition of the guide wire or guiding catheter, build up of blood or contrast, or damage to the catheter. To help ensure this is not related to a manufacturing deficiency, the entire sds is inspected at multiple steps for damage during the manufacturing process and also verified that the wire moves freely. Additionally, during lot release testing, a sampling of units is destructively tested for guide wire lumen check. In this case, the sds was not returned and for analysis and may have assisted in the investigation. However, in certain circumstances such as high pressure balloon inflations, manipulation through tortuous and/or tight lesions, heavy torquing, and/or pushing/pulling, clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. An attempt to move the wire in reduced clearance condition can cause damage to both the sds and guide wire, which may lead to additional interaction between the devices. It was reported that sds was removed to exchange the guide wire and the same sds was re-inserted. The xience v instructions for use states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is unknown if this contributed to the reported difficulties. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot. Without the return of the guide wire to measure the outer diameter or return of the sds to measure the inner diameter of the guide wire lumen, a conclusive cause for the reported difficulty to position and remove over the guide wire could not be determined; however, there is no indication of a product quality deficiency.